Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer investigation results- there is no information provided for the optetrak logic device. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. No other information is available.

Event description:
It was reported via legal documentation that a patient had an initial right knee arthroplasty on (B)(6) 2017, the patient complaints of pain, stiffness, and weakness; pending revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.